Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-16872. It was reported that the patient presented for initial implant procedure. High pacing impedance and failure to capture was noted on the right ventricular (rv) lead when connected to the pacemaker's header. The physician attempted to reconnect this rv lead to the implantable cardioverter defibrillator (ICD). The ICD set screw could not be tightened. The set screw eventually became loose and came off. The physician elected to not use the ICD and rv lead and replaced them with new ones to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.